Event description:
It was reported that during a nephrectomy procedure the device delivered malformed staples. An add'l reload cartridge was used to complete the procedure. There was no pt consequence.